Event description:
It was reported that a patient underwent a c section procedure on 10/26/2021 and suture was used. Post-operatively, the incision healed poorly and the suture did not absorbed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(6) 2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed to treat the wound healing delayed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. Patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s): triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/14/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any medical or surgical intervention performed to treat the wound healing delayed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify.¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Patient¿s current status? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.